Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem e1: initial reporter information: corrected g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative h3 other text: product not returned.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported some screw fractures. This complaint refers to the second fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. E1: additional initial reporter information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted h3 other text : product not returned.